Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional hernia repair with mesh. He had revision surgery 11 months post-surgery. The patient experienced surgical revision, recurrence, bowel obstruction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, mesh migration, adhesions, abdominal pain, failure of mesh, mesh completely torn off, mesh detached from abdominal wall, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, and bowel obstruction. Post-operative patient treatment included recurrent incisional hernia repair with new mesh, removal of mesh, lysis of adhesions, and laparoscopic ventral hernia repairs with parietex mesh and bard ventralight st mesh.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, mesh migration, adhesions and bowel obstruction. Post-operative patient treatment included recurrent incisional hernia repair with new mesh and laparoscopic ventral hernia repairs with parietex mesh and bard ventralight st mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (Outcome attributed to adverse event remove: other). Concomitant medical products: abstack20s sht 5 mm sgl use abs dev 20 (lot# n2h0108vx). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, mesh migration, adhesions, abdominal pain, failure of mesh, mesh completely torn off, and bowel obstruction. Post-operative patient treatment included recurrent incisional hernia repair with new mesh, lysis of adhesions, and laparoscopic ventral hernia repairs with parietex mesh and bard ventralight st mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (ime e2402: "going to restroom all the time", imf codes) correction: h6 (removed device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced going to restroom all the time, recurrence, mesh migration, adhesions, abdominal pain, failure of mesh, mesh completely torn off, mesh detached from abdominal wall, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, and bowel obstruction. Post-operative patient treatment included medication, recurrent incisional hernia repair with new mesh, removal of mesh, lysis of adhesions, and laparoscopic ventral hernia repairs with parietex mesh and bard ventralight st mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment of an incisional hernia. The patient underwent a incisional hernia repair with mesh. He had revision surgery 11 months post-surgery. The patient experienced surgical revision, recurrence, bowel obstruction.